Event description:
Customer reported her adc meter turns on and off with strip insertion and she has been unable to test. As a result, she stated she experienced a headache, dizziness and had a seizure. Paramedics were called and she was transported to a local health care facility. Customer was diagnosed with hypoglycemia however, she cannot recall the treatment received. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.